Manufacturer narrative:
On 01/26/2007, a review by requirements management, determined that two configurations were incorrect as follows: conversion volume: set to no instead of yes. Extended expiration: set yes instead of no. Nbcs configuarations were corrected and affected products were recalled.

Event description:
In 2007, the reporter reported that the expiration date of a part 5, divided leukoreduced rbc (product code 34365) was extended beyond the original expiration of the parent product when it was irradiated and converted to product code 35365. The expected expiration date following this conversion (from 34365 to 35365) should be 28 days from the conversion or the expiration date of the original non-irradiated component, whichever is shorter. On 01/26/2007, a review by requirments management, determined that two configurations were incorrect as follows: conversion volume: set to no instead of yes. Extended expiration: set yes instead of no. Research showed that units were given extended expiration dates.